Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on both the right atrial and right ventricular leads. During a recent generator change out procedure no noise could be reproduced with pocket manipulation. The patient was asymptomatic to the event. The device was reprogrammed.